Event description:
The physician achieved right groin arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. The pt had a prior procedure the day before via the left groin. Angioseal was used to achieve arteriotomy closure of the left groin site. The procedures were performed in 2002. The pt was discharged home (date unspecified) following the interventional procedure. It was reported that two days post-procedure, the pt presented to another facility's emergency room with complaints of fever and chills. The pt was prescribed a 10-day course of oral keflex and sent home. It was reported at the end of the 10-day course, the pt became "sick" and was re-admitted to the hosp. The presenting symptoms and admission diagnosis are unknown. Blood cultures were drawn and revealed "bacteremia," unknown which bacteria specifically. Wound cultures from the right groin were performed and revealed staphylococcus aureus. An IV antibiotic treatment of vancomycin, levofloxacin and oxacillin were begun. An untrasound was peformed and revealed a hematoma. An vascular surgeon was consulted. Surgery was not required as the pt responded positively to the antibiotic treatment. The pt remained in the hosp for one week and was discharged home without further adverse sequelae.